Manufacturer narrative:
The reported event of premature battery depletion, failure to interrogate, and no magnet response were not confirmed. The device was at end of life (eol) upon receipt. The device was programmed and interrogated under nominal conditions successfully. Additional interrogation was not successful due to low battery voltage. Longevity assessment was performed based on nominal conditions and the device exceeded 75% of projected longevity, indicating normal battery depletion.

Event description:
It was reported that the patient had syncope. During follow-up, the device could not be interrogated and did not respond to a magnet. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.